Event description:
The hydrophilic coating was stripping or scraping off. No adverse events to the pt were noted. Although requested, no additional information has been provided. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Coating coming off is not labeled. The device was returned in used condition: the device had bare spots where the coating had been abraded during use. Per quality control specification, in-process and final inspection for hydrophilic coated tubings inspection via sampling: "verify lubricity and durability are sufficient."; however, it is possible that insufficient cleaning prior to coating, no uv curing or inadequate uv curing contributed to the failure mode. The process for coating sheaths has been validated. Possible effect on pt due to device failure was not reported. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Risk assessment was performed by quality engineering and concluded that with the addition of this complaint, the risk to pt remains acceptable for this device family and failure mode.